Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leaky unknown 9x4 powerflex p3 balloon during the procedure. It did not pop, but rather had a hole at the tip. There was no reported injury to the patient. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
As reported, there was a leaky unknown 9x4 powerflex p3 balloon during the procedure. It did not pop, but rather had a hole at the tip. There was no reported injury to the patient. Multiple attempts were made without success to obtain the device and additional information. The device was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon leakage¿ was not confirmed as the device was not returned for analysis; the exact cause could not be determined. It is likely vessel characteristics and/or procedural factors may have contributed to the reported events. However, with the limited amount of information provided and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, there was a leaky unknown 9x4 powerflex p3 balloon during the procedure. It did not pop, but rather had a hole at the tip. There was no reported injury to the patient. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, there was a leaky unknown powerflex p3 balloon during the procedure. It did not pop, but rather had a hole at the tip. There was no reported injury to the patient. The device will be returned for evaluation.